Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements since implant. It was noted that the lead may have fractured. At implant, the pacing impedance measurements were 350 ohms. (B)(6) months later, the pacing impedance measurements increased to 450 ohms. Currently, the pacing impedance measurements are 800 ohms which is still within normal limits. The pacing impedance measurements were the same in the unipolar configuration. The threshold measurements also increased from 1.1 volts at 0.5 millisecond to 1.7 volts at 0.6 milliseconds. The sensing measurements were noted to be stable. Isometrics were performed and no noise was observed. The physician elected to monitor the lead at this time. No adverse patient effects were reported.

Event description:
Additional information indicated there was also loss of capture and pacing inhibition of an unknown duration. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.